Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant of an implantable pulse generator (ipg) system that the patient's device was interrogated and the right ventricular (rv) lead exhibited no capture at maximum output. There were pacer spikes observed on the electrocardigram with no ventricular capture and intermittent capture. Brief pauses were also noted and bradycardia was observed. Chest x-ray and echocardigram was completed. The rv lead and the implantable pulse generator (ipg) were removed and replaced. No further patient complications have been reported as a result of this event.